Event description:
It was reported the pt felt a strong burning sensation at her ipg pocket site while riding in a car. She stated the sensation felt as if she had been scalded by hot water. She allegedly turned off her stimulation and the sensation faded. She turned her stimulation on the next day but only felt some light warmth at her ipg site. She has continued to feel the light warmth intermittently when her stimulation is on. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.